Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to corrosion and mold in/around the battery connectors and on the lcd connector located on pcba2. Unable to perform the displacement and self tests due to the critical pump error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had flashing display. Troubleshooting was done for flashing display. Customer reported that the insulin pump screen did not flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.